Event description:
This 43 year old patient in 1981 had a mondified left mastectomy. She immediately had a silicone gel breast implant placed. In 1986 she began experiencing generalized body pain, fatigue and flu-like symptoms. In august, 1991 the silicone breast implant was removed and a breast expander was placed. She continued to have symptoms and pain and decided to have the expander removed and have a capsulectomy. The expander was intact and easily seperated from the capsule.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. The device was destroyed/disposed of.